Manufacturer narrative:
(B)(4). Date of event: publication year of 2004. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: severe intra-abdominal bleeding following stapled mucosectomy due to enterocele: report of a case authors: g. Aumann, s. Petersen, t. Pollack, g. Hellmich, k. Ludwig citation: tech coloproctol (2004); 8:41¿43. Doi 10.1007/s10151-004-0050-z. The authors reported a case of a patient who experienced intraabdominal bleeding following stapled rectal mucosectomy (srm). A (B)(6)-year-old male patient, with three-quadrant third-degree piles, was admitted for haemorrhoidectomy. The patient underwent stapled rectal mucosectomy using the 33-mm proximate hcs (pph 01) haemorrhoidal circular stapler (ethicon). Reported complications included active bleeding from the rectum in the abdominal cavity causing severe abdominal pain and symptoms of peritonitis, and longitudinal defect of the anterior aspect of the rectum in which the serosa defect was sutured and a diverting sigmoid stoma was carried out. No complications were seen post operatively and the patient left the hospital 10 days later. In conclusion, the authors emphasize vigilance for undetected enteroceles in mucosal prolapse syndrome combined with defecation problems.